Event description:
Reporter indicated a vns patient was "passing out" every time the vns stimulated. The reporter did not observe this directly but this was reported to him by the patient. The reporter lowered the vns settings and the passing out resolved per the patient. The reporter feels the passing out was due to the vns stimulation. The reporter does not know if the passing out was felt to be a serious injury.